Event description:
It was reported that the tip of an instrument broke off during surgery. The broken tip did not fall into the pt's body. Although the instrument was used in surgery, no pt complications reported.

Manufacturer narrative:
Device has been returned; therefore, product evaluation is possible. A macrovisual examination was performed by a product engineer that revealed that the instrument tip was welded on versus machine made as a single piece. Lot number was provided and a DHR was performed to help in the investigation.